Manufacturer narrative:
The controller was returned for evaluation and it was reported that the controller had a faulty display and unintentional alarms sound. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the event files revealed two controller power up on 05/05/20017 at 15:54:44 and 15:55:52. The data file did not record any data points because the controller was not powered up for more than 15 minutes. However, the alarm file recorded a data point during the controller power up due to a vad disconnect alarm. The vad disconnect alarm was most likely triggered during the programming of the controller. The data point revealed that a battery was connected to power port 1 with 67% relative state of charge. Failure analysis of the controller revealed that the unit passed visual examination and functional testing. The controller could run for an extended period. The results revealed that the controller could display all characters properly and did not sound any alarms additionally, the controller did not lose power during testing. The controller passed visual and functional tests; performed as expected. A possible root cause of the reported event may be attributed to a battery malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the ventricular assist device (vad) controller beeped and the screen went blank.  Prior to implant, the vad equipment was being set up for a potential implant.  The regular process to set up the controller was followed with the back-up controller being set up first and then the primary controller second.  As the primary controller was being set up, the "disable vad stop alarm" was selected.  The data cable was connected to the controller and then a battery was connected to power the controller.  As the controller was being programmed, there was a beep and the screen went blank.  The battery connection was checked and noted to be fully inserted.  The battery was not "dead" as there were "three bars on the battery gauge."  The controller was exchanged.  There was no patient involvement.  No further information is available.